Event description:
It was reported that x-ray revealed externalized conductors. High impedance was observed. During an explant procedure the svc was damaged with laser extractor and the patient expired.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.